Event description:
It was reported that the lens was dry. There was no liquid in the vial and white powder was present in the packaging. The lens was not used. This event occurred with five lenses. This report refers to lens 3 of 5. Reference MFR # 1313525-2015-01372 for lens 1 of 5, 1313525-2015-01373 for lens 2 of 5, 1313525-2015-01375 for lens 4 of 5, 1313525-2015-01376 for lens 5 of 5.

Manufacturer narrative:
The lens and lens vial were returned. The lens was in a dried condition and positioned correctly in the lens vial. Particulates, saline dendrites, dried solution and white crystal-like particles were visible on the optic and haptics. The lens was not damaged. Visual inspection found dried solution and crystal-like particulates visible in the threads of the cap and vial. The vial cap septum is damaged. A functional test was performed by filling the vial with water. Fluid does leak from around the cap. The cause of the damaged septum could not be determined. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted, upon completion of the investigation.